Manufacturer narrative:
Initial reporter: is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a cassette failure error. No patient injury was reported.

Manufacturer narrative:
B5: additional information received on 17-aug-2022 via email and attached in complaint object: no patient was involved or injured. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Defective downstream occlusion sensor and battery compartment were replaced. The cause of the reported problem could not be determined. A DHR (device history review) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review., corrected data: d4: correction: model number: 2120. H4: correction: device manufacturing date: 10-feb-2017.